Event description:
Male patient (age not known at this time) presented to the uscf medical center with a 7 year history of atrial fibrillation (af). Patient's left atrium was 6 cm at the time of presentation. Patient underwent mapping and ablation procedure for chronic atrial fibrillation (generator settings: 30 w, 50 degrees-55 degrees c) and suffered a cerebrovascular accident during the perioperative period (exact time & date unknown). This stroke was confirmed by MRI and did subsequently resolve without sequelae. Site notes that there was coagulum present on the catheter tip. Incident was communicated to stereotaxis employee in 2006 by reporter. This report was forwarded to biosense-webater, inc. A navistar rmt 4mm catheter was in use during the ablation. This procedure was performed.

Manufacturer narrative:
The niobe system is not an invasive product and performed as intended. The adverse event that occurred may have been caused by another product used during the procedure.